Manufacturer narrative:
Evaluation summary: inspection of the device revealed 55 battery depletions. The batteires were replaced. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is currently being investigated under CAPA, which is in the implementation stage.

Event description:
The facility reported an infusion pump with depleted batteries. The event was reported to have occurred during bio-med testing. The hosp rep stated they have no record of any pt injury or medical intervention. No additional contact info was available.